Event description:
It was reported that under fluoroscopy the right atrial (ra) lead had pulled back and did not have the typical j shape slack that an atrial lead should have. The lead tip was still firmly fixed, so the physician tried to advance it with a stylet. The physician could not advance the lead any further. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 implantable tachy lead, implanted (B)(6) 2005; 419478 implantable pacing lead, (B)(6) 2006. (B)(4).